Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 142 mg/dl. It was reported that the customer would use an alternate pump for insulin therapy. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
"It was reported that the customer would use an alternate pump for insulin therapy."